Event description:
Sales rep reported that a patient who had a calaxo implanted experienced a reaction, a "pimple-like" area surfaced. There was no pus as it was a clear liquid, which did not test positive for infection. The sales rep indicated that the patient will have the screw removed in 2006 in the morning.

Manufacturer narrative:
Device has not been returned. No link has been made to the calaxo screw or any other s&n product used during this surgery.